Manufacturer narrative:
(B)(4). At the time of this report the nurse reported the patient is recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis with culture positive for staphylococcus capitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The consumer reported the cause of the peritonitis was the luer connection. Treatment information was not reported. The outcome of the event of patient made mistake/touch contamination was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. On (B)(6) 2011, follow up information was received from the pd nurse. On (B)(6) 2011, the patient was hospitalized. Treatment included a loading dose of vancomycin, 3 gm, ip (start date not reported) and then ip vancomycin, 1500mg every 5 days (start/stop dates not reported). The patient was then switched to IV vancomycin (dose, frequency and start/stop dates not reported). At the time of this report, the patient was still hospitalized and had not recovered due to the patient not going to the hospital right away. On an unspecified date in (B)(6) 2011, dianeal therapy was withdrawn. The patient was scheduled to begin hemodialysis for 6-8 weeks because the patient's catheter was to be removed. The patient's pd catheter is to be replaced at a later, unknown date. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality for the event of patient made mistake/touch contamination was not provided. On (B)(4) 2011, baxter product surveillance contacted the pd nurse to obtain further information and the pd nurse declined to provide any further patient information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported that the patient made a mistake/touch contamination, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined. A batch review was performed for the potentially associated lot number gd885277 with no defects or deviations found that could be associated with the reported problem. A labeling review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states that contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Additionally, the patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. Additionally, a direction sheet provided with the product, has multiple instructions and warnings regarding following proper aseptic technique.